Manufacturer narrative:
The 510k status: exempt. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
The international customer reported the valve of the ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was discovered to be leaking. The drainage catheter was replaced. The customer confirmed that no patient adverse events occurred, and no additional procedures were necessitated. The device has been returned for evaluation; however, as of the date of this report, the investigation is still pending.

Manufacturer narrative:
A review of the complaint history, device history record, drawings, instructions for use (IFU), documentation, manufacturing instructions, quality control data and visual/ inspection functional testing of the device was conducted during the investigation. One device was returned. The device appeared to be used as there was yellow discoloration on the hub and distal tip. The proximal assembly felt secure, and the cap was securely attached. Upon removal of the cap, thread marks were noted on the proximal edge of the flare of the catheter. No other damage to the flare was noted. The suture string appeared properly seated between the cap and the hub. The number of threads between the mac-loc and the cap, as well as the connector cap and mac-loc distal hub, were all found to be within cook's manufacturing specifications. Room temperature water was and injected through the proximal end of the hub while the distal end of the device was camped with hemostats to duplicate the failure. A leak was noted a the distal end of the hub, between the hub and the connector cap. A review of the device history record revealed non-conformances that were not related to the failure mode. Additionally, a search of the manufacturer's complaint database revealed there are no other complaints associated with lot 8287622. Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be established or reported at this time. However, measures have been previously initiated to address this issue. Per the quality engineering risk assessment, no further action is required. Appropriate personnel have been notified and monitoring will continue to be performed for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.